Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio output on the dexcom receiver and an adverse event. The patient stated he started was feeling low and the receiver was displaying 40mg/dl but did not give an audio alert. The patient treated himself by eating two slices of pepperoni pizza. At the time of contact, the patient was doing good. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed, and the inspection passed. The receiver was charged and booted successfully. A review of the downloaded data log did not find errors related to the customer complaint. Function testing was performed the tests passed. A manual try it functional test was performed and the test passed. The device was opened for further evaluation. An internal visual inspection was performed, and the inspection passed. The speaker resistance was measured, and the resistance was within specification. The reported intermittent audio output was not confirmed with the returned product. A probable cause could not be determined.